Event description:
Caller alleged inaccuracy with inratio. Results as follows: inratio: 4.2. Lab: 13.0.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date in 2007, inratio 4.2, lab 13.0, mean 8.6, confidence limits - unable to be determined. Per internal procedure, the mean of the inratio meter and comparative system inr were calculated. Per internal procedure, the readings are considered inaccurate based on "area outside the acceptance region" table. The results are considered discrepant within the context of the documented variability for inr testing. Therefore, further testing is required at this time. Customer reported 2 lots of test strips and does not know which lot of test strips pertained to which test result. As a result, both lot of test strips will be investigated.